Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of handle cannula detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a procedure. According to the complainant, the wire in the middle of the handle completely detached when they were about to cut the polyp, making the user unable to control the device. Reportedly, the user felt scraping or rubbing inside the device before it broke.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the catheter kinked near to the handle. Functional evaluation was performed and the device was not able to extend. The complaint that the handle cannula detached was not confirmed. Most likely, anatomical and procedural factors encountered during the procedure could have caused the kink in the catheter, which prevented the loop from extending. Therefore, the most probable root cause of the identified failures is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a procedure. According to the complainant, the wire in the middle of the handle completely detached when they were about to cut the polyp, making the user unable to control the device. Reportedly, the user felt scraping or rubbing inside the device before it broke.